Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance and under sensing. The lead was capped on (B)(6) 2024. No patient symptoms were reported.

Event description:
New information received that the lead was replaced on (B)(6) 2024 and the patient was stable throughout the procedure.